Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to determine that the broken cam shaft sensor was the root cause. The cam shaft sensor and optical disk were replaced. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the system had fault 41, 62. The event occurred during infusion and no patient harm.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.